Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose. On (B)(6) 2014, customer was woken up because his wife heard a thud and found him on the floor at 2:00 am. Customer's leg was broken and dislocated. He was taken to the hospital. He thinks his lows may have been caused by an overcorrection for highs he was having. Customer stated he should have changed his device on sunday, but felt he could get an extra day out of it. Customer was having high blood glucose as a result. Customer's last blood glucose check before being found on the floor was 75 mg/dl. He does not remember what his blood glucose was at the time of hospitalization.